Event description:
Anesthesia machine went down soon after induction, the most critical part of case. The screen locked and can't make any changes to vent. This put patient at risk. This is the 3rd anesthesia machine with same event. One machine was repaired back in january by manufacture but issue happened again. Reference reports: mw5168233 and mw5168234.